Manufacturer narrative:
(B)(6). The baxter technician found the detent needed to be replaced. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in apr 2, 2026. It is unknown if the facility performed any other preventative maintenance on this bed. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Check the tires for cuts, wear, tread life, etc. Apply the brake, and check to ensure that the bed will not move. If the bed moves, inspect it for wear, and adjust if required. Apply the steering pedal and check the steering to ensure proper locking action when activated. The technician replaced the detent and adjusted brakes to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that affinity 4 bed frame had brakes not holding while in brake position. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.